Event description:
The pump was returned for investigation. Investigation revealed that there was moisture inside the pump. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/04/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/04/2014 with the following findings: during testing, the pump powered on to the ¿verify¿ screen but immediately emitted a call service alarm. The pump was not able to complete a 24 duration test due to the call service alarm issue. A leak test was performed and no leaks were found. The pump case was removed and evidence of moisture was found inside the pump. Unrelated to the complaint, evaluation revealed that the internal clock battery was leaking. (B)(6).